Event description:
It was reported that a patient experienced fungal peritonitis and subsequently patient passed away coincident with peritoneal dialysis therapy. The treatment and cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for an unspecified cause. The patient did not recover from fungal peritonitis prior to death. In the same month as the receipt of this report, the patient passed away. The cause of death was reported to be due to the peritonitis. Dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).